Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, cervical/neck and headache. The patient reported that there was a warning power on reset (por) message seen. The therapy had stopped due to por. The patient reported that she was trying to charge the ins when the por was seen and confirmed the por was seen on the patient programmer as well. The warning por could not be cleared. The patient was redirected to their healthcare provider (hcp) to have the device interrogated. No further complications were reported.